Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported a conflicting result within the test-kit's read window with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. The consumer's test-kit initially generated a negative result when read at fifteen (15) minutes, but later generated a positive result when read again at thirty (30) minutes. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 (lot no): this field has been updated from 129428 to 219428, as the lot number initially provided by the customer was invalid. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported a conflicting result within the test-kit's read window with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. The consumer's test-kit initially generated a negative result when read at fifteen (15) minutes, but later generated a positive result when read again at thirty (30) minutes. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a conflicting result within the test-kit's read window with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. The consumer's test-kit initially generated a negative result when read at fifteen (15) minutes, but later generated a positive result when read again at thirty (30) minutes. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 219428 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 219428 and device part number 195-430h / lot 217296. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219428 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219428 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.d4 (expiration date). H3 other text : single use; device discarded.